Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Rv defib impedance was 254 ohms on (B)(6) 2015. Svc defib impedance was 254 ohms on (B)(6) 2015. Concomitant medical products: (B)(4) stent graft; (B)(4) stent graft, implant (B)(6) 2005; (B)(4) stent graft, implant (B)(6) 2005; (B)(4) stent graft, implant (B)(6) 2005; 5866-38m adaptor, implanted (B)(6) 2009; 5071-35 x2 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that, after a routine device change out, the chronic right ventricular (rv) lead triggered an alert for high impedance on the rv defib and superior vena cava (svc) coils. Electrogram showed artifact on both coils, but testing found the svc coil was clear and artifact was present on rv defib coil. Oversensing was confirmed by electrogram. Both coil impedances exhibited varying measurements the next day during check-up. A connection issue was suspected with the implantable cardioverter defibrillator (ICD) device, as was a lead fracture. Reprogramming was performed, and the lead was later cut, capped, and replaced. The device remains in use. No patient complications have been reported as a result of this event.